Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor glucose discrepancy. The insulin pump had suspended when the sensor glucose value was 48 mg/dl while their blood glucose value was 269 mg/dl. The customer reported that they had gone through troubleshooting a few times already. The customer declined troubleshooting. She also stated that she only had problems with the sensors from one lot, the replacements sent to her did not have a problem. The product will be returned for analysis.